Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Anatomical location of the target lesion is unknown. A 15mm x 2.0mm maverick2 balloon catheter was selected to treat the severely calcified vessel. On the first inflation at 12 atms, a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). As the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).